Event description:
The customer alleged they received a questionable antibody to (B)(6) result on their e411 analyzer for one patient. The patient's initial result was (B)(6), which was (B)(6). The result was reported to the patient. The patient knew he had a (B)(6) and questioned the result. The sample was sent to another laboratory and tested on an abbott analyzer. The repeat result was (B)(6). There were no adverse effects to the patient. The ahcv reagent lot number was 169909 and the expiration date was 02/27/2013.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
An additional patient sample was returned for investigation. The sample was tested with an e170 using reagent lot 169909, (B)(6). The sample was (B)(6) on the e170, (B)(6) with the (B)(6), and indeterminate with the (B)(6). A final conclusion was not possible with the results obtained.

Manufacturer narrative:
The customer returned a sample for investigation. The sample gave border line results with two competitor's methods and positive with another. There was not enough sample available for additional testing. A specific root cause could not be determined.